Manufacturer narrative:
Due to character limit in e1 initial reporter name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an issue as intervention on cardiosave. Patient was involved. No harm.

Manufacturer narrative:
After further investigation, it was identified that this complaint event has been reported already under mfg report number 2249723-2025-0001761. Please refer to mfg report number 2249723-2025-0001761 for all information for this complaint event. Please cancel mfg report number 2249723-2025-0001889 in your database.